Event description:
It was reported a patient had eczema, suspected to be caused by the skin-prep wipes and universal remover wipes. Following epicutaneous testing, these reactions have been assessed to be allergic contact dermatitis.